Manufacturer narrative:
The device was received with critical pump error (open book image) alarm, pump error 63 (variable 15) alarm, and pump error 4 alarm caused by the twi hw failure, isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. No unexpected pump error 23, pump error 49, or pump error 68 alarms noted in the downloaded trace files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone that the insulin pump goes off, critical pump error, open book image. Customer¿s blood glucose was 257 mg/dl at the time of incident. Customer states that the insulin pump was not working and it wont stop beeping. Inquired if any pump error was displayed before the open book image was displayed on the screen customer says he was just in the grocery store when the insulin pump started alarming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.